Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misaligned insertion, or prying and leveraging the device with excessive force.

Event description:
On 10/20/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion misfired and was bending the disposable scorpion needle. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.